Event description:
It was reported that the bd syringe luer-lok¿ tip had a crack in it that was visible when the plunger was pulled. The following information was provided by the initial reporter, translated from german to english: "the syringe was used in our cytostatics production. It was drawn up only with water for injection, but a crack was found on the tip of a syringe. The crack is visually visible only when the plunger is pulled, as the plunger covers the crack."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/1/2021. H.6. Investigation: two photos and one physical sample of a 5ml eurographic syringe with tip cap and opened blister pack confirmed to be from batch #9070842 (p/n 309649) were received and evaluated. The syringe was observed to have a lengthwise crack extending from the 4ml grad line to just above the 2ml grad outside of the print area. Superficial exterior scrapes were also observed on and below the letters "as" of the "plastipak" print. Potential root cause for the cracked barrel defect is associated with the assembly process. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd syringe luer-lok¿ tip had a crack in it that was visible when the plunger was pulled. The following information was provided by the initial reporter, translated from (B)(4) to english: "the syringe was used in our cytostatics production. It was drawn up only with water for injection, but a crack was found on the tip of a syringe. The crack is visually visible only when the plunger is pulled, as the plunger covers the crack."